Event description:
It was reported that a novum iq large volume pump under-infused zosyn 4.5mg in 100ml. This was observed during patient infusion on the progressive coronary care unit (ifmc). The pump was programmed for 200ml/hr for volume to be infused (vtbi) 100ml; however, there was an unspecified volume remaining on the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.